Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. Reportedly, the customer changed their infusion set site. Tandem technical support educated the customer on troubleshooting for occlusion alarms in order to identify the possible cause of the occlusion. The customer reported that manual injections would be used for insulin therapy.